Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported ten issues by the patient that he was experienced high blood glucose levels due to sets fell off during use of less than three days and was treated with correction injection via mdi (multiple daily injection) on (B)(6) 2026. This emdr is being submitted for an unknown number quantity.